Event description:
This nurse was using 8fr. Pediatric cath kit on a baby in order to rule out uti (urinary tract infection). Sterile container fell off catheter on its own during procedure. Also, lube was needed scissors to be opened because the perforations on lube would not let you open it. This caused urine to not to be collected and intervention was needed. This caused a urine bag to be placed, but if the urine collected from bag has an abnormal dipstick result, another cath will need to be performed. Lot number of cath is nggw4673. Another cath kit with the same lot number was opened and had the same malfunctions as the kit I used on the patient. Manufacturer response for 8fr. Pediatric cath kit, 8fr. Pediatric cath kit (per site reporter). Return to mfg. [Redacted date] - sample return kit received; bard reference #(B)(4). Sample shipped fedex.